Manufacturer narrative:
One used list # ch2000s-c, spinning spiros® closed male luer, red cap; lot # unknown was returned for evaluation. The returned used ch2000s-c spinning spiros was confirmed to leak during use at the poppet/o-ring interface. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. The device history review (DHR) could not be completed since no lot number was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event involved a spinning spiros® closed male luer, red cap that was leaking during a doxorubicin infusion in pediatric chemotherapy. The device was in use for one hour. It was reported there was no direct exposure but there was possible aerolization of the drug. There was patient involvement, and a delay in therapy was reported.